Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient had been hospitalized twice and the hcp was taking the patient off insulin pump therapy. No further details about the patient¿s status or the pump was provided. The technical service representative contacted the reporter to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. The issue was not resolved. No information was provided about the patient¿s status or the pump settings, programming and functioning. However, as the patient allegedly was hospitalized while using the pump, this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.